Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned for the reported issue of ¿leakage past stopper¿ with lot number 9123733 regarding item # 302986 so the complaint could not be confirmed, and the root cause is undetermined. DHR was reviewed for the product test. No discrepancy was reported and recorded in DHR in customer reported lot # 9123733. The retention samples of 9123733 were used for following investigation. Five retention samples were within conformance to bd specs. There was no damage found on any of the retention samples for leakage, when tested for the underwater leakage tests for the lot number 9123733. No machine or process breakdown reported during production to packaging of this lot. There was no reported qn generated during production this lot. There is no available sample or photograph to confirm the defect. Proper user technique when preparing syringes can be helpful in preventing this situation, especially with larger syringe sizes (e.g.10 ml, 30 ml and 60 ml). As a syringe is being filled with the vial inverted and the syringe below the vial, there may be a tendency to pull the plunger rod at an angle toward the user and not always maintain a vertical alignment with the syringe barrel. With an increased amount of fluid in the syringe, the ribs of the stopper may be angled enough to cause leakage past the stopper ribs. It is always important to ensure vertical alignment of the plunger rod with the syringe barrel when withdrawing a solution using this inverted vial technique. H3 other text : see section h.10.

Event description:
It was reported that during use of the bd emerald¿ luer slip syringe there is an issue with leakage at the stopped. Foreign complaint the following information was provided by the initial reporter, translated from dutch to english: it is about the syringes with ref. 302986. The last incident was with lot 9123733. I have asked for extra attention to be paid to the lot numbers and to keep the involved syringes separate. The leaking is always done through the stopper. It happens both with and without lead cover around the syringe. For transport, the syringe with lead cover is placed in a lead container. Then it is possible that liquid has leaked into the container, probably because of the extra weight of the syringe. In the past, however, this never happened.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd emerald¿ luer slip syringe there is an issue with leakage at the stopped. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it is about the syringes with ref. (B)(4). The last incident was with lot 9123733. I have asked for extra attention to be paid to the lot numbers and to keep the involved syringes separate. The leaking is always done through the stopper. It happens both with and without lead cover around the syringe. For transport, the syringe with lead cover is placed in a lead container. Then it is possible that liquid has leaked into the container, probably because of the extra weight of the syringe. In the past, however, this never happened.